Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced during routine device change out procedure. The patient was stable post procedure and would continue to be monitored.